Event description:
The report stated that the generator was turned on and after the countdown, during self-check, it gave an error message. Another generator was used and there was no pt injury.

Manufacturer narrative:
The value of the timer on one of the pcas was adjusted. The generator operated as expected, discovering the out of calibration during its self test and preventing use during a procedure.